Event description:
It was reported to philips that the ac led light for the unit was not powering on due to a faulty ac power module. It was also noted by the customer that the module was making a humming noise. The device was not in use on a patient.